Event description:
A surgeon reported that during a planned vitrectomy surgery, the 23 gauge infusion cannula had a loose fit and dislodged from the trocar cannula. It was also reported that the metal end that plugs into the port kept falling out. Surgery was completed without any pt harm. Additional information was received from the theatre manager, who reported that when the 23 gauge trocar cannula was in the pt's eye, the infusion cannula kept falling out and the theatre staff had to hold it in place to complete the surgery. It was also reported that the trocar plug had not clicked in place like it normally does and the equipment looked different than their previous stock. Additional information has been requested. This is the second of four reports being filed for this facility.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of four complaints reported for this issue. This is the second complaints for the finish goods lot for this issue. The order was built and released per specifications. The customer did not retain a sample for the complaint report; functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of this nature. (B)(4).